Event description:
Rn entered patient room and found the primary IV tubing was tubing that is intended for albumin administration. With albumin tubing used as primary tubing, secondary medications infused immediately. In this instance, a secondary medication was hung and once programmed, began infusing into patient at a fast rate. Medication did not drip ... It poured. Caught immediately and the secondary drip was stopped. Primary tubing found to be albumin tubing that is dated as hung on (B) (6) 2010. Secondary to albumin tubing was bag labeled dilantin. No adverse outcomes to patient. Rn concerned that the manufacturer bag label for IV tubing intended for use as primary tubing and IV tubing intended for use as secondary tubing not clearly marked. Tubing used in this case: primary tubing (B) (4), secondary tubing (B) (4).